Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n544801, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported their therapy works half of the time for his pain. He was programmed on (B)(6) and since then when he used program and he could feel stimulation all the way up to his chest on the left side but nothing on the right side. If he has stimulation too high on that program it is painful. Since reprogramming, he felt fatigued and wobbly in his legs. He thinks he may have had his stimulation way too high. He has turned his stimulation down in the past few days. He had his staples removed on (B)(6) and the implantable neurostimulator (ins) area was still sore. If additional information becomes available, a follow-up report will be submitted.